Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #: 8225893, all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200774042, 200774003] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the hub detached from the bd ultra-fine¿ insulin syringe when the shield was removed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when removed the shield, the hub was detached too."